Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported. The next day the patient was experiencing chest discomfort. A transthoracic echocardiogram was performed which showed that there was a pericardial effusion. The physician performed a pericardiocentesis and removed fluid from the patient. The patient was doing well following these events and was monitored over the weekend. Three days post procedure the patient was doing fine and was discharged from the hospital.